Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through review of the event history logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device failed functional rite for a communication timeout during the clock check verification step. The functional rite failure found will be captured and reported through (B)(4). The device went through an external/internal inspection successfully. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 06:57:23. During night drain cycle four, the patient's ultrafiltration reading was 2283ml, indicating the home patient (hp) drained 1983ml more than their maximum programmed fill volume of 3000ml. No additional information is available.